Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, user informed the technical support engineer (tse) that errors c 00 and c 33 were present on power up during system preparation. Troubleshooting first included completing multiple power cycles and hard power cycles, but the errors persisted. A hard power cycle was then performed again and the drawer foot pedals were disconnected, but the errors still returned at startup. The user planned to replace the integrated electrosurgical unit (iesu) generator with a backup generator to continue with the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the issue was confirmed using system logs. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. System log showed errors c 00 and c 84. Based on these results, a definitive root cause could not be identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.